Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button of a 7f exoseal vascular closure device (vcd) could not be depressed. There was no reported patient injury. Additional information was requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the deployment button of a 7f exoseal vascular closure device (vcd) could not be depressed. There was no reported patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium or plaque, access vessel tortuosity, a stent near the puncture site, or stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Hemostasis was achieved with manual compression. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and until the indicator window changed to a solid black color. When depression of the button was attempted, the button would not depress at all. At this time, the indicator window was showing solid black. The indicator window did not show any red color during retraction. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection revealed that the deployment lever was in the non-depressed position and the guard was not locked. The plug was found in its manufactured position, but exhibited signs of swelling, likely due to visible blood exposure. This swelling caused partial exposure of the plug's distal portion. The indicator wire was not deployed, and the catheter sheath introducer (csi) was not returned with the device. The indicator window was in the black/white position. No additional anomalies were observed during the visual inspection. A functional deployment simulation could not be performed, as the indicator wire failed to deploy upon locking the guard. This was likely the result of an obstruction in the delivery shaft lumen, attributed to the swollen condition of the plug observed during inspection. A high-magnification microscopic evaluation was conducted to assess the internal mechanism of the device. No abnormal conditions were identified during this analysis. The reported event of ¿deployment lever (button)-frozen/locked¿ could not be observed as the functional analysis could not be performed. Additionally, a condition was noted with the returned device of ¿indicator wire-deployment difficulty-unable¿ likely due to the swollen condition of the plug causing an obstruction of the delivery shaft. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported inability to depress the button since the device received did not match the description reported. It was reported that the indicator window changed to solid black before attempting to depress the deployment lever; however, the device was received with the indicator wire cowling not depressed and the indicator wire not deployed, making it unlikely that the indicator window changed to solid black with this device. If the user experienced a frozen/locked condition with the deployment lever with this device, the issue likely occurred due to the indicator wire/indicator window not being in the proper position. Additionally, functional analysis could not be performed to verify the functionality of the device as the indicator wire did not deploy when the cowling was depressed. Based on review of the device, this issue was likely due to the swollen condition of the plug, especially since there were no anomalies noted to the internal mechanism. As cautioned in the IFU, which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while still holding the exoseal¿ vcd stationary, use the left hand to continue retracting the vascular sheath introducer proximally. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal¿ vcd into the vascular sheath introducer if it is removed prior to locking into position, nor remove the exoseal¿ vcd from the vascular sheath introducer once it has been locked into position.¿ the IFU also instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggest that the reported event and observed condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for review. However, it will be submitted within 30 days upon receipt.